Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 10/20/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother stated that the patient became very sick. The patient's mother gave the patient 5 units of insulin manually. The patient was also using their insulin pump. Patient's mother called the hospital for advice concerning the event. Patient's ketone levels were at 4.9mg/dl. At the time of the hyperglycemic event, the cgm was reading 180mg/dl compared to the bg meter which read 470mg/dl. At the time of contact, the patient was stable. Additional event or patient information is not available. Data was returned for evaluation. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined.